Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump started alarming on (B)(6) 2019. The patient was incarcerated. The clinic had been trying to reach the patient for about a month to set up a refill appointment. The correction facility was able to schedule a refill for the patient. The pump low reservoir alarm went off on (B)(6) 2019. The patient was receiving 9mg/ml dilaudid and bupivacaine at "1.6501." It was reported that the patient was non-compliant and this would be their last refill. It was reported that the patient went through withdrawal. No further complications were anticipated/reported.